Event description:
Customer called in and said that the capsule was attached, and while the patient was in recovery, he coughed up and spit out the capsule.

Manufacturer narrative:
No patient injury has occurred following this incident.